Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 780 hematology analyzer was leaking blood around the stripper plate. Customer reported that the volume of the leak was less than 2 cubic centimeters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a bloody leak around the stripper plate on the lh780 instrument. The fse replaced the aspiration needle and repaired the leak. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).